Event description:
A malfunction code identified as malf 15 was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset. The malfunction code did not recur, and the customer was able to continue using the pump, having been instructed to call back if any issues arise again.